Event description:
It was reported that over a year after implantation of the superion indirect decompression spacer, the patient reported that her original symptoms returned. The patient had an x-ray that showed the spacer had migrated. The physician attempted to perform an explant however during the procedure, the device could not be removed. The physician was unable to undeploy the spacer and instead opted to tap the spacer down further in the spine. The revision was successful and the patient recovered. Nothing was explanted or implanted during this procedure.